Event description:
Reporter alleged obtaining discrepant blood glucose values of 197 mg/dl back to back with a result of 98 mg/dl when testing was performed within 2 minutes of each other on the advantage system. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.